Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (39-54 mg/dl) and glucose tablets were consumed to address the bg level. The customer did not know the cause of the low bg. As the customer was not experiencing a low bg at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.